Manufacturer narrative:
Datalogs were reviewed and based on the evaluation of the data, the handpiece and system performed as expected. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of the acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. The tip was evaluated by service and confirmed burn marks and dents on the tip surface. The tip passed the flow, leak, and thermistor tests. The tip failed visual inspection due to dents and burnt trace on the tip surface, as dielectric breakdown was observed. Functional testing was unable to be performed due to the burnt trace. Investigation found radiofrequency trace on the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with radiofrequency trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. Thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. According to thermage cpt system technical user¿s manual, burns, blisters, scabbing, and scarring are known possible reactions to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, this event was most likely caused by damage on the tip membrane along the radiofrequency trace. There is an existing CAPA for the radiofrequency trace damage for the thermage cpt tips.

Event description:
A user facility reported that after a procedure and during the inspection of the thermage cpt tip, the physician noted some irregularity on the tip of the device that was not visible with eye - relatively hard small bump. It was reported that the patient experienced pain and redness during the procedure that resulted in multiple red spots. The patient was treated with scald cream and a cold compress. The current status of the patient is reported as scabbing and recovering with no expectation of a permanent scar. The available pictures were reviewed by the medical reviewer and scabs are scattered over one side of the face and neck. In the second picture, scabs are recovering with post inflammatory hyperpigmented areas remaining. Therefore, this case was deemed as not serious. The tip was returned and evaluated by service and dielectric breakdown was discovered.